Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging the patient's onetouch ping meter was displaying inaccurately high results when compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2012 at around lunch time, she obtained readings of "211mg/dl" on the lfs meter and "172mg/dl" on her accu-chek compact meter. Based on statistical methodology the calculated difference of the results does not exceed the expected value of <=30% or <=30mg/dl, obtained within 30 minutes of each other. The patient reported using humalog insulin pump therapy 8-10 units every hour per her doctor's recommendation. The patient reported she was under high stress lately and claims to be sensitive to insulin. The patient reported taking her usual dose of medication. However 2 days later, the patient claims she felt shaky. The patient denied receiving any treatment in response to her symptoms. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement during the time of testing and the patient was using an approved sample site to obtain the samples. The patient's test strips and test strips vial were found to be in good condition. However a control solution test was not run due to the patient not having control solution available at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
(11/06/2012) device evaluation: the meter involved in this complaint has been returned to lfs and evaluated by product analysis on 11/06/2012 with the following findings: the meter passed all testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.